Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on social media that the pump settings were not "tailored" to the customer. Customer reverted to manual injections and continuous glucose monitor to manage diabetes. Blood glucose was reported to be elevated but value was not provided.